Event description:
During use of a sleek balloon it was reported that when the physician maintained six atmospheres of pressure on the balloon, balloon ruptured and a slight vessel dissection was observed. The patient was a male, but his age was unknown. The target lesion was the anterior tibial artery. The lesion was de novo, moderately calcified, and not tortuous with 100% stenosis. The products were properly inspected and prepped and no anomalies were noted. It was noted that there was some difficulty accessing the lesion with a guidewire. After the lesion was crossed by a guidewire, a sleek was advanced to the target lesion with some difficulty. However, it could not cross the lesion. So, a different balloon catheter (1.3/10mm, lacrosse) was delivered and inflated at the lesion. Then, the sleek was re-inserted into the patient, and inflated at the lesion. It is unknown if there was any excessive force used to advance the balloon catheter through the lesion. When the physician attempted to keep the pressure at 6atmospheres with a medtronic inflation device, the balloon ruptured. Following dilation of the lesion, a slight dissection was observed. It is unknown what brand contrast was used in the procedure. The contrast to saline ratio is unknown. The device was easily removed from the patient. The physician treated the dissection by dilatation with a balloon catheter. There was no thrombus observed. The procedure was finished successfully. The patient currently is fine. The product was clinically used and it will be returned for analysis. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant devices: balloon catheter (1.3/10mm, lacrosse), medtronic inflation device.